Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedures, the computer froze up a couple of times and with reboots, started until the third reboot. Then the fluoro image could not be seen. Physician completed the procedure with use of endoscopy. Customer did not provide procedural or pt info other than to state the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) confirmed a report that the platinum one computer system would not boot up. The fse evaluated the system and found the problem to be in the video graphics adapter card. Fse replaced the video card and assisted the biomed in installing correct parameters for the work list. Fse then checked the system for proper operation per service manuals (B)(4) and returned the unit to customer for service.